Manufacturer narrative:
The manufacturer submitted the previous report as adverse event and product problem, but after pms decision stays that it was serious injury, and it is not related to the device. Sections updated b box, e box and h box.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging asthma is getting worse. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, device has strange odor, device/power cord or supply too hot to touch and headache an issue related to a CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant on the flip doors, top enclosure, pca, rear panel, bottom enclosure, blower box, blower, blower seal, and on the ui panel. Manufacturer observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Manufacturer observed a whirring noise from the blower when power was on, most likely from foam degradation in the blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Recall (z) number was corrected in this report. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously reported the following information in h10 listed in quotes below in error that is " the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, device has strange odor, device/power cord or supply too hot to touch and headache an issue related to a CPAP device's. There was no report of serious patient harm or injury". Correction to the above statement: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging asthma got worse while using the old device and visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant on the flip doors, top enclosure, pca, rear panel, bottom enclosure, blower box, blower, blower seal, and on the ui panel. Manufacturer observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. A whirring noise was observed from the blower when power was on, most likely from foam degradation in the blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown residue in the blower box and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In this report, box d, h has been updated/corrected.